Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had increased pain in the lower back.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, lot# va0rkw9026, implanted: (B)(6) 2015, product type: screening device. Product ID: 977d260, lot# va0qhqt037, implanted: (B)(6) 2015, product type: screening device.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient had increased pain. The outcome was resolved without sequelae. Interventions included reprogramming. The lead was explanted. No diagnostic tests were performed. The etiology was noted as related to the device or therapy and not related to the procedure. The etiology was noted as due to programming. The symptoms included increased pain.